Event description:
It was reported that an alert sounded for out of range high impedance on the superior vena cava (svc) coil of the right ventricular lead. The lead appeared to be fractured on x-ray. The svc coil was turned off and the lead remains in use. The patient was admitted to the hospital and will be evaluated by the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed high resistance/impedance. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012 15:00:05. Daily high voltage lead impedance trend data shows an abrupt increase for superior vena cava (svc) defib of 56 to 254 ohms peak between (B)(6) 2012.